Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system had drifting electrolyte results and negative ion gaps. The customer stated that erroneous results may have been reported but did not indicate the number of potentially reported erroneous results. It is unk if there is any changes to pt treatment as a results of this event. There have been no reports of death or serious injury. The customer stated that calibration and quality controls (qcs) are within the lab's established ranges, but felt that the results drift within a few hours of the qc. The customer is performing twice weekly maintenance cleaning. The customer stated that the recalibration is necessary within two hours of performing the maintenance. The customer stated that he has flushed the flow cell with peroxide, bleach and clenz.

Manufacturer narrative:
Bci customer service performed troubleshooting while on the telephone with the customer, the customer was provided with the optional twice weekly maintenance procedure. Customer service discussed conditioning the flowcell after maintenance. A bci field service engineer (fse) evaluated the system and decontaminated the ion selective electrodes (ises). The decontaminated system was calibrated on qc results were within the lab's established ranges. A root cause has not been determined but appears to be related to system contamination. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.